Event description:
The customer reported on 06/09/2015 her blood glucose history is as follows: time: 06:0pm, bg (mg/dl): 206 and 179; 11:30pm, 181; date: 6/10, 06:30am, 392.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.